Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred at 5:00pm. Patient (ms) called in stating that her meter was giving a high reading event though she had not eaten anything. Patient did not have any symptoms. The reading on the prodigy meter at the time of the event was 432mg/dl. Paramedics were called 10 minutes after the initial testing with the prodigy meter. Paramedics tested patient's blood glucose with their meter with a result of 104mg/dl. Patient did not go to the emergency room. Pdc sent replacement and prepaid envelope requesting return of suspect device.